Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal on (B)(6) 2015. Patient reset the receiver and it did not resolve the issue. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint transmitter device was not returned to dexcom. The receiver device(str-gl-001/sm42507994), used with the complaint transmitter device, was returned on 02/19/2015. The returned complaint receiver device was visually inspected and no defects were found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the receiver data log confirmed a hardware error code. Therefore, the reported event of an intermittent out of range signal was confirmed. The root cause was determined to be a hardware component failure.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation and is being investigated. However, the data log was provided by the patient. It was downloaded and reviewed on (B)(4) 2015 and confirmed the reported event of intermittent antenna icon.